Event description:
Customer reportedly obtained a result of 3.5 inr on the coaguchek xs system and 2.6 inr on a comparison lab. Warfarin increased based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.